Event description:
It was reported that noise was observed. A loose set screw was suspected. Device was explanted and replaced without complication. The patient was well throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported setscrew anomaly was not confirmed in the laboratory. The reported field event of noise was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found. The cause of the field events could not be determined. (B)(4).